Manufacturer narrative:
The manufacturer previously reported a failure of the sensor board. The sensor board was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation, the root cause of the sensor board failing was due to pressure transducer (mt2) being out of tolerance caused by contamination.

Event description:
The manufacturer received information from alleging a ventilator failed a test step. There was no report of patient harm or injury. During the evaluation of the device at the third party service center, the device failed a step during testing. The device's sensor board was replaced to address the issue.